Manufacturer narrative:
According to the facility, while injecting the patient, the needle broke off at the base and remained in the patient's skin. The facility reported that the needle was initially unable to be located and could not be removed for approximately ten minutes. Once the needle was located, it was removed from the patient's skin. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, while injecting the patient, the needle broke off at the base and remained in the patient's skin. The facility reported that the needle was initially unable to be located and could not be removed for approximately ten minutes. Once the needle was located, it was removed from the patient's skin.